Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #:(B)(4), ubd: 25-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving a dilaudid with concentration 5 mg/ml at a dose rate of .4 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that side port aspiration was attempted. During a scheduled pocket revision, it was determined that the catheter was not working. The physician was able to determine that the issue was at the end of the spinal segment of the catheter that was blocked. The physician trimmed that portion away and the catheter began to work. The catheter was partially explanted. Only 5 cm from the spinal segment was removed. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being none. No patient symptom was reported. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The explanted portion of the catheter was to be returned to the manufacturer for analysis. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. It was noted that they did not know the exact date of the actual onset regarding the discomfort that led to the pocket revision. The circumstances that led the discomfort was also unknown.

Manufacturer narrative:
The previously applied method code, results code, and conclusion code pertain to both the pump and the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The spinal segment was sent to the manufacturer on 2018-dec-15. The reason for the pocket revision was the patient was experiencing discomfort.